Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This issue was discovered prior to patient use. The device was filled with fluorouracil 3850mg in 230ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from december 22, 2020 - december 23, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a leak inside a yellow bag that contained the device. The reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.